Event description:
Device was placed in patient, balloon was inflated according to manufacture directions. Left side of balloon inflated, the right side of balloon did not inflate at all. Opened a new device to complete procedure.